Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed on both left ventricular and right ventricular leads. Varied capture thresholds were also noted. The leads were explanted and competitively replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.